Event description:
It was reported that expansion failure occurred. The 100% stenosed target lesion was located in an arteriovenous fistula in a severely tortuous and severely calcified vessel. A 12x40x120 epic stent was advanced for treatment. The stent was fully deployed but the radial force was not enough to treat the lesion. The procedure was completed with this device. There were no patient complications reported and the patient condition was good.